Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: broken shell and device was underweight. A visual and microscopic analysis was performed which identified striated broken on radius, creases fold and missing shell. Based on the device analysis the final assessment is: a striated broken on radius due to surgical damage consistent in the use of some surgical tool. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.